Event description:
Reported issue: incidents occurred on (B)(6) 2022. The patient was intubated for thoracic surgery when the cuff was inflated a leak was observed. The second tube was tested before intubation, and it also had a cuff leak. It was not possible to ventilate the patient. The patient was extubated then reintubated.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Manufacturer narrative:
Qn#20044916. The bronchial tube for the complaint was not returned for investigation therefore, verification on the complaint description could not be conducted. We could not confirm the defect as reported. A sample from a related complaint was reviewed. The clear cuff was unable to maintain pressure and the blue cuff, maintained pressure. Based on the tracheal clear cuff, as it was unable to maintain pressure, further verification on the cuff was performed. A big leakage mark was observed on the clear cuff. Based on the investigation, the defect mode on cuff leakage was confirmed. There was a big cur mark observed on the actual sample causing the cuff to not inflate at all. However, the defect could not be verified as manufacturing related because this product undergoes 100% water leak test and visual inspection prior to product released therefore, such leaking is able to be detected and culled out during processing. The leak observed during use by the complainant may have been possibly caused during intubation (associated complaint (B)(4).

Event description:
Reported issue: incidents occurred on (B)(6) 2022. The patient was intubated for thoracic surgery when the cuff was inflated a leak was observed. The second tube was tested before intubation, and it also had a cuff leak. It was not possible to ventilate the patient. The patient was extubated then reintubated.